Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, drug or alcohol abuse, local infection / subacute chronic osteitis, preceding/simultaneous bone augmentation, infection, pain, swelling, abscess.